Event description:
At about 6 years and 8 months after primary, the patient came in reporting loosening of tibial and femoral components. Moreover, subsidence of the femur is present. The surgeon revised all the components to gmk-hinge system and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14-may-2025. Lot 179605: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 17-apr-2023. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed approximately 7 years after the primary tka due to loosening of both the femoral and tibial components. The available pre-revision x-ray images show clear signs of mobilization of the femoral component, which appear tilted anteriorly. Even the tibial component shows sign of loosening (e.g. The sclerotic line surrounding the tibial stem may represent an indirect marker of impaired fixation, which may have caused chronic mechanical stress and reactive bone remodeling). Aseptic loosening is a well-documented adverse event following primary tka, with multifactorial and often unidentified causes. In this specific case, the exact cause of the implant failure cannot be determined. However, there is no evidence to suggest that the prosthetic device was defective. Other device involved: gmk-sphere 02.12.t4i3l tibial tray fixed cemented size t4i3 l (k121416) lot 173665: (B)(4) items manufactured and released on 07-nov-2017. Expiration date: 19-oct-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.